Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in the blood bank, they opened the k2edta tube and drip platelets from the blood bag line into the tube for quality check. Once the tube on the sysmex xn1000 machine, it gave them an error. They checked the tube, it has a piece of plastic inside the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter- plastic was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter- plastic was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues. This complaint has been confirmed for the indicated failure mode foreign matter- plastic . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in the blood bank, they opened the k2edta tube and drip platelets from the blood bag line into the tube for quality check. Once the tube on the sysmex xn1000 machine, it gave them an error. They checked the tube, it has a piece of plastic inside the tube."